Event description:
A healthcare facility in canada reported that the manometer nut of an rd900 neopuff infant resuscitator was loose. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4), method: the complaint rd900 neopuff infant resuscitator was received at fisher & paykel healthcare (f&p) new zealand, where it was performance tested and disassembled. Results: the device was disassembled, and it was found that the spring tube was found not glued properly onto the back of pip valve port. It was also found that the manometer nut was loose. Conclusion: the spring tube not being attached correctly to the back of the pip valve port was due to no glue being applied to the valve during the manufacturing of the complaint device. We are unable to determine the cause of the manometer nut being loose. However, the most likely cause of the reported event is that the nut became loose during shipping or transportation. F&p is currently completing a failure investigation into the reported manufacturing issue. The failure investigation will examine the potential root cause of the reported manufacturing issue and provide recommended actions based on the findings. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.

Event description:
A healthcare facility in canada reported that the manometer nut of an rd900 neopuff infant resuscitator was loose. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4) fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.